Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to corroded keypad traces. There was no button error alarm on the insulin pump. There was no moisture damage on the motor assembly or electronic assembly during visual inspection. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer's mother reported via phone call that the insulin pump had keypad anomaly. Customer's blood glucose reading was 484 mg/dl. Troubleshooting for keypad anomaly was performed. Customer's mother advised the insulin pump had a button error alarm, the buttons were unresponsive and they were unable to clear the alarm. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.